Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit alarmed and the rfu(ready for use indicator) displayed a red x. The device was then restarted and made a large bang. It was noted the inverter pca and connector backlight were melted. There was no patient involvement.

Manufacturer narrative:
(B)(6).